Event description:
It was reported that a male was in the cath lab. The intra-aortic balloon (iab) was being placed prior to bypass surgery in the left femoral artery. The physician inserted the iab in the super arrow-flex (saf) sheath and encountered difficulty advancing. There was no pt death, injuries or complications noted. The delay in treatment was 15 minutes and the pt required medical intervention while replacing the iab. Ref MDR# 1219856-2010-00858 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.